Event description:
The account stated the cell-dyn emerald was sitting idle for several hours when the operator heard a pop and saw smoke emitting from the inside rear of the cell-dyn emerald. The operator also smelled an electrical burning odor. The operator pulled the cell-dyn emerald power cord from the electrical outlet. No injury was reported.

Manufacturer narrative:
A field service engineer isolated the issue to the cell-dyn emerald cpu board, which was replaced and the instrument was returned to an operable status. The returned cell-dyn emerald cpu board was investigated by a subject matter expert (sme). The sme found that the c196 capacitor had burnt off. No functional testing was performed due to the observed damage. The sme concluded that visual inspection of the cell-dyn emerald cpu board showed no reason for the failure of the capacitor other than an internal failure of the component itself. Additionally, the cell-dyn emerald system operators manual was reviewed and adequately advises the operator steps to take when an emergency situation occurs. Based on the investigation and event details, no product deficiency was identified with the cell-dyn emerald instrument.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete. Evaluation in progress.